Event description:
Philips received a complaint from a technician regarding a v60 ventilator indicating that a low tidal volume alarm (error code 120f) occurred while the device was in use during patient monitoring when a mask was applied. The expected behavior was normal device functionality; however, the alarm affected the user¿s operation, and the patient was transferred to another device, resulting in an approximate five-minute delay. The service engineer evaluated the device and was able to reproduce the reported issue, confirming low tidal volume during testing. Troubleshooting determined that the gas delivery system (gds) module had failed, which caused the reported error condition. The gds module was replaced in accordance with the v60 service manual to resolve the reported issue. Following the repair, the device underwent comprehensive inspection, cleaning, functional testing, and required performance verification tests per philips standards. The device subsequently passed all tests and was returned to service. The investigation concludes that no further action is required at this time. If additional information becomes available, the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address postal / reporting institution phone #: (B)(6).